Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the pulmonary infarction occurred one day post procedure and the patient was admitted for an additional 72 hours. The physician felt that the pulmonary infarction was not related to the procedure or the watchman access sheath.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a decline in saturation and pulmonary infarction. A left atrial appendage (laa) closure procedure was being performed. However, after the transseptal puncture and after the placement of the watchman® access system, the anesthesiologist reported a decline in the patient's saturation. The physician had felt there was a possible pleural effusion. A pleural drain was placed, but there was nothing there or no air returned. At that point, the anesthesiologist ventilated the patient. The physician described the incident as possibly a result of a bronchial plug. The patient remained stable throughout the procedure and a 27 mm watchman ® laa closure device was successfully implanted. It was further reported that the patient experienced a pulmonary infarction.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that the patient was anti-coagulated with heparin with a act > 250.